Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the needles are not attached to thread when newly opened or falling off under little tension.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 0.39 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for minimum. Ep requirements: 1.12 kgf in average and 0.46 kgf in minimum. 4 of the samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received showed the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, a CAPA has been opened.